Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that when the cap of the introducer needle with safety feature was opened, the lock cover was already guarded to the needle tip and it did not function as a introducer needle. There was no reported patient involvement. No other information was provided.